Event description:
The dealer reported that the rubber cover on the footboard is coming off. This issue could prevent the user from obtaining the support needed for their feet to prevent them from falling out of the chair.